Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powers up with a fully illuminated and clear display. Investigators were unable to duplicate ¿blank screen¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the display/flex circuit. Multiple consecutive ¿cs054-0000¿ alarms are observed in the pump¿s alarm history menu. The pump is able to communicate through ir port, but unable to retrieve the dl history from the pump due ¿eeprom failure¿ revealed upon the first attempt, eeprom failure is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump¿s display screen was blank. The reporter confirmed changing the battery multiple times but when the pump rebooted, the display screen remained blank. The reporter confirmed no known trauma to the pump and no known moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.